Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000035254.

Event description:
It was reported that one of the patient's leads had high impedances. As a result, the patient lost effective therapy. Surgical intervention is planned to address the issue.

Event description:
Related manufacturer report number: 3006705815-2024-00290. Additional information was received that both of the patient's leads have high impedances. The patient does not have effective therapy and surgical intervention is expected.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted and replaced with a penta lead. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.